Event description:
It was reported that approx 22 months post filter implant, during a scheduled retrieval, an ivc filter could not be withdrawn into an 8f introducer sheath. The sheath was exchanged for a 12 f introducer sheath and the filter was successfully retrieved. Upon removal, it was observed that the apex of the filter was "wrapped" in tissue. In addition, a filter arm and foot appeared to be detached and the location of the components was unk. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter has been returned to the MFR for eval. The investigation is currently underway.